Event description:
The customer stated error code 5201 (reaction vessels have not been picked up for an extended period of time) was generated on the architect i2000sr analyzer. After resolving the issue, patient samples tested before and after the error code occurred were retested and higher results were obtained. A tsh result of 0.0004 uiu/ml was generated and reported. Upon retest, a value of 1.834 uiu/ml was obtained and a corrected report issued. No impact to patient management was reported.

Manufacturer narrative:
(B) (4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Erratic tsh results. Field service was dispatched to inspect the instrument. The trigger sensor assembly looked worn; therefore the part was replaced as a precaution. The instrument logs and database were requested for return but were not received. The service history review found no additional incidents of the architect i2000sr, serial number (B)(4), generating discrepant results or imprecise controls during the time frame of (B)(6) 2008 - (B)(6) 2009. Architect system operations manual does address operational precautions, limitations, and erratic results including probable causes and corrective actions. In the architect human thyroid stimulating hormone (tsh) reagent package insert, literature is provided in describing suitable specimens, results, and limitations of the procedure. Based on the available information, no product deficiency was determined. The instrument inspection verified the instrument returned to specifications after the system maintenance and troubleshooting was performed along with the component replacement of the trigger sensor assembly. The probable cause of the erratic results could not be determined.